Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the elevated impedance readings, battery leaking, and short electrode was the fall. The system was replaced to resolve the issues, and it was confirmed that the issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the patient came into the clinic on (B)(6) 2018 to evaluate her shocking sensation. It was reported that the patient has a shorted electrode but thinks its contact 0 and 1, and was instructed not to use 0/1. The patient was initially programmed on electrode 2/3 but continuing to feel shocking sensation. The patient was last seen on (B)(6) 2018 and was programmed on c3. The patient was instructed to turn the device off but it was unsure if the patient turned it off. It was stated that the patient does fiddle with her programmer. In addition, the patient complained of pain in her lower buttock, down to her thigh to leg area and walking funny. The patient was also concerned with the implantable neurostimulator (ins) battery was leaking. A replacement has been scheduled on (B)(6) 2018. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Fdd, fdc, fdm, and fdr updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the patient was sent home with another program but the patient ended up on the same program as a short (program 3, 0 <(>&<)> 1 electrode). It was noted that the patient had shocking and uncomfortable stimulation intermittently. The purpose of the report was to reprogram the patient and make sure the patient has a therapeutic benefit and does not experience positional shocking sensation. The hcp also indicated program with 2 <(>&<)> 3 electrode, when high, has positional shocking, so the amplitude was reduced. The following were provided: c0 = 1099, c1 = 1099, c2 = 1099, c3 = 1099, 01 = <(><<)>50, 02= 1466, 03 = 1530, 12 = 1466, 13 =2063, 23 = 1466. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a bad fall a little over a week ago and shooting pains in their legs after the fall. The patient¿s device was off when interrogated with a clinician programmer. The caller did not check daily usage to see when the ins was turned off. It was reported that the patient was experiencing shocking down their leg. The caller reported elevated impedance (>15 ma) readings on electrode 0 & 1, so they reprogrammed away from the 0 & 1 contact. It was noted that no electrodes were >4,000 ohms. The caller did not know the impedance value, but reported the battery longevity was 74 months after programming 1 & 3 together. The caller indicated they were having the patient return to the clinic in a few weeks to have the device checked again after reprogramming. It was noted that the change in therapy/symptoms was sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.